Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s mother stated the patient was feeling lightheaded. The cgm showing a value of 206 mg/dl. While he was being walked to the nurse¿s office he fell, hitting his head on the wall and the floor. Upon arriving at the nurse¿s office, she gave him juice and then checked his bg which was 100 mg/dl. At the time of the report the mother stated he was in good condition. He had no apparent injury from hitting his head. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.